Event description:
It was reported that the patient presented for an implant procedure. The helix of the right atrial lead was unable to extend during the procedure, but eventually it was able to extend properly. The lead was successfully implanted. The patient was in stable condition.